Manufacturer narrative:
Unit had e52 alarm during testing due to software error. Unit had minor scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported that the customer received a program safety alarm. Customer's blood glucose level at the time 66mg/dl. Advised insulin pump would be replaced. No additional information is provided.